Manufacturer narrative:
Eval: results: pending device eval. Eval: conclusion: pending device eval.

Event description:
A talent stent graft system was implanted in a pt for treatment of a 6.1 cm abdominal aortic aneurysm. The aortic neck was 10 mm in length, 30-40 degrees of angulation, and reverse funnel shaped going from 28-30-31 mm. It was reported that this pt was not a good surgical candidate and the physician was aware prior to the stent graft procedure. The pt's anatomy was inadequate for endovascular repair; however, the physician elected to attempt an endovascular approach because the pt needed heart surgery and the physician wanted to treat the aneurysm first. The bifurcated stent graft was implanted the level of the renal arteries but it slipped into the aneurysm sac (MDR 2953200-2009-01580). A 34 mm talent aortic cuff was deployed inside the bifurcated stent graft in an attempt to build up the aortic neck but the aortic cuff did not hold and also slipped into the aneurysm sac (MDR 2953200-2009-01581). A second 34 mm talent aortic cuff was implanted inside the previous aortic cuff and it also slipped in the aneurysm sac (MDR 2953200-2009-01582). The physician elected close and monitor the pt. It was reported six days later, the pt presented with a ruptured aneurysm. The physician elected to remove the stent grafts and convert the pt to an open repair. No clinical sequelae were reported and the pt is fine. The device has been received and the eval is pending.